Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the wireless module was intermittent and there was error 46828. There was unknown patient involvement, and no patient harm reported.

Manufacturer narrative:
One device was received for evaluation. A review of the event history log was performed. Visual inspection noted a delaminated downstream occlusion (dso) seal. Functional testing was able to verify the reported problem. The dso seal and the printed wire assembly were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.